Manufacturer narrative:
Report still under investigation at this time. Still under investigation at this time.

Event description:
Pt was in for a plueral effusion when the catheter separated from the hub. This increased air in the pt's lung, resulting in a small pneumothorax. The tube had been insitu for 9 days. After the separation occurred, the catheter was removed and a blunt dissection procedure was performed to place a larger chest tube. The pt is in a stable condition.